Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination and visual inspection found the inner coil at the connector region was over torqued and some filars were broken consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning and by applying torque to the inner coil at short range, the helix could be extended and retracted with the helix extension length measured within specification. The cause of the reported event was isolated to blood/tissue in the helix and over torqued of the inner coil. Electrical testing did not find any internal shorts. Other damages found are consistent with procedural damage.

Event description:
It was reported, that the patient presented to clinic for follow up. Upon interrogation, it was noted, that the right ventricular (rv) lead was dislodged. The physician elected to reposition the lead. During the procedure, it was noted, that the helix of the rv lead failure to extend. The procedure was completed using another rv lead. The patient was in stable condition.